Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine during dwell 6 of 7. The hp stated he was still connected and the supply bag was empty. There was solution in the heater bag only. The technical service representative (tsr) explained the se alarm indicates air entered the set up and assisted the hp to cycle power to clear the alarm. The hp confirmed to complete therapy with a manual bag. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 6/7 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).